Manufacturer narrative:
A field service engineer (fse) investigated the leak and determined that the leak appeared to be an old leak and no longer a problem. The fse primed the instrument numerous times with no further evidence of leaking. A clear root cause of the event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that unknown fluid was leaking from ise module on the floor and they were unable to locate source of leak on unicel dxc 600 pro synchron clinical systems. No injury was reported on this issue.